Manufacturer narrative:
The pump is still in use supporting the pt. However, the replaced portion of the percutaneous lead was returned to the manufacturer for eval. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord. Reported seeing exposed shielding through the bionate of the percutaneous lead. Pictures submitted to the manufacturer confirmed an exposed wire that looked like the shielding. Pt reportedly had no alarms or issues. Pt was admitted and a percutaneous lead repair was successfully performed by the manufacturer's technical services team.